Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 46 mg/dl at the time of the event. When the paramedics arrived, the insulin pump was in spanish. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. When checking the history files, a bolus of 14.8 units was discovered that the customer did not remember delivering. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge